Manufacturer narrative:
The device was returned for evaluation. Reliability engineering evaluated the device and observed that during use, the device was very loud, had excessive blade vibration and signs of corrosion on the internal components of the device. The assignable root cause was determined to be due to immersion and improper cleaning, which is failure to follow the directions for use. This was further defined as misuse, abuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the sagittal saw attachment device was noisy. During in-house engineering evaluation, it was observed that the device was very loud, had excessive blade vibration and signs of corrosion on the internal components of the device. There were no delays to a planned surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.